Event description:
It was reported that the healthcare provider (hcp) did a catheter dye study when the patient experienced increased pain. The dye study looked normal, but there was a ¿good amount¿ of catheter behind the pump that was not visible. The hcp decided to replace the catheter. In the operating room, the hcp removed the pump segment. On visual inspection, he found a flattened segment and he also found an area that was leaking fluid. The hcp replaced the pump segment. It was also indicated that a catheter break, tear or hole occurred. Following the catheter replacement, the patient was receiving effect therapy and the patient status was resolved without sequela. There was no patient injury. The device system was used to deliver sufenta and bupivacaine.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n257992, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of catheter serial # (B)(4) revealed a hole in the catheter body caused by deep abrasion. An area of deep abrasion on segment 1 was seen in an area 12cm from its most proximal end, the sutureless connector. A hole was also seen 12.2cm from the most proximal end where the abrasion was seen. Under microscope inspection, an indent and/or circular coring could be seen in the bottom of the cup of the sutureless connector consistent with the inner diameter of the tip of the outlet port of the pump. No leak was observed.